Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of vaginal haemorrhage ('vaginal bleeding'). In an adult female patient who had essure (batch no. 689337-inv), inserted for female sterilization. The patient's medical history included: dysfunctional uterine bleeding, menometrorrhagia and vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2013 in previous case, and in this follow up (B)(6) 2011. Discrepancy noted, in date of removal: (B)(6) 2019 in previous case, and in this follow up (B)(6) 2018. Lot number reported (689337 ) is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020, update of information (batch is invalid). Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 689337) inserted for female sterilization. The patient's medical history included dysfunctional uterine bleeding, menometrorrhagia and vaginal bleeding. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6)2019. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)13 in previous case and in this follow up (B)(6)2011, discrepancy noted in date of removal (B)(6)19 in previous case and in this follow up (B)(6)2018, most recent follow-up information incorporated above includes: on (B)(6)2020: mr received-lot number added, medical device replaced by vaginal bleeding reporter added, date of birth added, lab data added, rcc added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.